Manufacturer narrative:
(B)(4). At this time, the customer has not responded to requests for additional information regarding this event.  Results of investigation: a carefusion field service representative (fsr) evaluated the device. The fsr could not duplicate the reported issue but found that the flow sensor was possibly out of specification. The fsr replaced the flow sensor, calibrated the exhalation flow transducer, and completed performance checks. The device is meeting manufacturer's specifications. If additional information becomes available, it will be submitted in a follow up report.

Event description:
The customer reported that the ventilator was not delivering any volumes. It is unknown if there was patient involvement associated with the reported issue.